Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 202 mg/dl. Customer had a bolus 15 minutes before the motor error alarm and was not sure if the bolus completely delivered. Customer took out the infusion set and changed sites. Customer could not fill the cannula due to the motor error. Customer does not use the sensor feature on the pump. Customer stated that she was able to rewind but she cannot fill the cannula. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside the device and passed; the motor may have had an intermittent failure not detected during our testing. The insulin pump passed displacement, rewind, and basic occlusion tests. No physical damage noted during our visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.